Event description:
Caller reports customer had symptoms of hypoglycemia; thrashing about in bed, speech garbled, uncooperative patient hot and diaphoretic. Readings were taken with the freestyle connect and were found to be high in comparision to the hypoglycemic state that the customer was in. Values received were 151mg/dl and 184mg/dl. Customer was reported to have been treated for stroke based on these values. A lab test was ordered and glucose level found to be 20mg/dl about 40 minutes after meter readings customer was treated with d50w by i.v to stabilize glucose levels.